Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were unresponsive. Customer's blood glucose level was not provided at the time of the incident. The customer also reported that the insulin pump had battery issues. Troubleshooting was not provided. No product will return for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind and displacement test or verify low battery alarm, e/a alarm unspecified unknown and battery out limit due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. (B)(4).